Event description:
I had diva tyte vaginal laser treatment done 2 times 6 weeks apart starting 4 months ago. I'm experiencing loss of sensitivity, scarring, pain, and possible burns. FDA safety report ID # (B)(4).